Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not cut enough, and the knife blade and cutting trigger did not return to its original positions. There was no patient injury.